Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 41 mg/dl. Customer's another blood glucose level was 116 mg/dl. Customer used insulin pump in automatic mode. Customer had already corrected his blood sugar. The device will not be returned for analysis.